Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the sensor wire remained in the body of the patient after attempted removal and was not attached to the sensor pod. No additional event or patient information is available. Confirmation of the complaint was undetermined. The probable cause could not be determined.